Event description:
At an unk date in (B)(6) 2009, that pt underwent a surgical procedure where a cancello-pure wedge xenograft was implanted along with plate and screws. Approx four months later, in spite of the usage of a bone stimulator, the plate broke and the pt began experiencing pain. On (B)(6) 2009, the pt underwent removal of the wedge, plate, and screws due to non-union.

Manufacturer narrative:
Preliminary investigation: a re-review of mfg records was conducted. The xenograft passed all release criteria prior to distribution. No departures were noted. The xenograft underwent two validated sterilization methods to achieve a sal of 10-6; biocleanse prior to packaging and gamma irradiation post packaging. A re-review of biocompatibility validations and comparison of current processing techniques, evaluation of representative mfg episodes, foot/ankle literature review and add'l in vivo and in vitro testing of various bovine products was conducted. Histological testing of returned xenograft is pending. A request for the pt's medical records has been submitted to the physician's office. Follow-up with conclusion will be submitted upon completion of the analysis of the returned graft.